Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of sleep disorder,cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of sleep disorder,cough. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inpsection of the device was completed by the manufacturer and found evidence of minor wear and tear, dark contaminate along the edges of the unit, dirt and dust contaminate on most external surfaces of the unit including the air outlet surrounding and the humidifier back panel latch. An internal visual inspection was completed by the manufacturer . The manufacturer found evidence of light grey dust or dirt around the filter inlet enclosure area with an accumulation of the same contaminate located inside the filter inlet channel area, same contaminant on the inside of outlet port, mating joints of the top enclosure and bottom enclosure contained a continuous path of darker dust and dirt continuing on and into the unit, dark dusty film covering every surface of the inner plastic bottom enclosure, grooves, and crevasses, a small 10 mm hair like object covered in a flakey tannish colored contaminate, 3 crystalline like objects around the hair like contaminate, inlet port of the blower, the impeller, and center hub contained a large amount of a light colored contaminate, a few light-colored contaminated particles on outlet port of the blower, the external blower housing, nut, and isolators covered in a light-colored dust or dirt contaminate,a slightly discolored look of the motor. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes the contaminates found were consistent with minor wear and tear, dark contaminate along the edges of the unit, dirt and dust contaminate on most external surfaces of the unit including the air outlet surrounding and the humidifier back panel latch, light grey dust or dirt around the filter inlet enclosure area with an accumulation of the same contaminate located inside the filter inlet channel area, same contaminant on the inside of outlet port, mating joints of the top enclosure and bottom enclosure contained a continuous path of darker dust and dirt continuing on and into the unit, dark dusty film covering every surface of the inner plastic bottom enclosure, grooves, and crevasses, a few light-colored contaminated particles on outlet port of the blower, the external blower housing, nut, and isolators covered in a light-colored dust or dirt contaminate,a slightly discolored look of the motor and a small 10 mm hair like object covered in a flakey tannish colored contaminate, 3 crystalline like objects around the hair like contaminate were inconsistent with the sound abatement foam.. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,g3,h6 has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported that other serious or important medical events occured in section b2. After review, it was determined that all these were incorrectly selected in section b2. Nothing such has occured to the patient.